Manufacturer narrative:
Device available for evaluation: september 1, 2016 g4. Date received by manufacturer: september 7, 2016. The product analysis indicates that the reported overheating could not be verified. The one-minute pre-repair temperature test results were 74.1 degrees f and 79.5 degrees f. No additional functional tests were performed as the device is scheduled to be scrapped and the customer will be receiving a replacement device. (B)(4).

Manufacturer narrative:
The device has not been received for evaluation.

Event description:
It was reported that the device overheated within 1 minute. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.